Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The consumer reported poor coupling. The consumer reported that shortly after the ins was implanted, the patient began having problems getting coupling boxes on the recharger. The consumer reported that the patient went to a healthcare provider (hcp) who ran a report that showed ¿the box (ins) wasn¿t charging, only one time two months ago it charged up to 50% but never up to 100%.¿ adhesive discs were ordered for the patient. No further complications were reported. (B)(6) 2018 telph (rep): no new information.